Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indication of particulates found within the cassette compartment a simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. They cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid in the recesses of the bottom cover adjacent to the pump assembly, and on the inside of the top cover. There were also visual indications of an insect infestation on the bottom cover underneath the pump assembly. The cause of the observed dried fluid and insect infestation could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s need to be hospitalized due to pre-existing cardiac comorbid conditions. Currently, there is no reported issues with any fresenius products in relation to the event nor any objective evidence the cycler was a causal factor in the patient needing hospitalization. Subsequently, the patient expired while hospitalized. There is no temporal relationship between the patient¿s death and any fresenius products. At this time, there is no evidence that the patient¿s death is related to the fresenius cycler. It was reported the patient had severe cardiac comorbid conditions which increases risk of mortality. While the exact cause of death was not reported, it was not unexpected in nature as the patient was under the care of hospice prior to the hospitalization event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact called technical service requesting assistance with cancelling the patient¿s peritoneal dialysis (pd) treatment with the liberty select cycler. It was stated the patient needed to discontinue the pd treatment to go to the hospital. There were no reported product issues with any fresenius product in relation to the reported event. Additionally, there were no reported symptoms associated with the pd treatment. Follow-up was conducted with the patient¿s spouse who reported the patient was taken to the hospital on (B)(6) 2020 for issues related to his pre-existing heart conditions after disconnecting in dwell 2 of pd treatment. It was stated the patient was not having any issues with any fresenius products or pd treatment in relation to the event. Subsequently, on (B)(6) 2020, the patient expired while hospitalized, not during a pd treatment. The patient¿s spouse indicated the patient¿s overall health status was poor with severe cardiac disease and renal failure. It reported the patient¿s death was not unexpected and the patient was under hospice care and preparing for end of life prior to the hospitalization event. The patient¿s spouse was not able to identify all cardiac comorbid conditions, or provide any additional medical information. However, the patient¿s spouse reiterated the event is not related to dialysis or fresenius products.